Event description:
I had silver fillings placed in my mouth when I was about 50 years ago. Now, I am having only 1 kidney, I may have had damage done to the only kidney I have to keep me alive and never was aware of it until now. Diagnosis or reason for user: fillings for cavities.